Event description:
Reference number (B)(4). Event occurred in the united states. On 12th june 2024, patient reported the infusion set tubing detached from connector. High bg was addressed using correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.